Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. Patient described the rash as itchy bumps. There was no alleged device malfunction contributing to the irritation. Patient reported she is a former ICU nurse and decided to remove the lifevest and apply zinc oxide. Follow up indicated that the rash has improved.